Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue however, the se did find that the exhalation valve would not calibrate. The se inspected the exhalation valve and found that the poppet wires were twisted, preventing the exhalation valve from closing fully. The se untwisted the exhalation poppet wires and re-installed exhalation valve. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator was auto-cycling. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.